Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency, right flank pain, nocturia, urge incontinence, and hematuria.

Event description:
It was reported that following insertion the patient experienced urgency, frequency, right flank pain, nocturia, urge incontinence, and hematuria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient experienced pain, extrusion, infection, urinary problems, bowel problems, fistulae, and dyspareunia after mesh implantation. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 in order to treat pelvic pain and symptomatic cystocele concurrently with a diagnostic laparoscopy, lysis of adhesions, right salpingo-oophorectomy, and an anterior colporrhaphy. No additional information was provided